Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. : device not returned.

Event description:
It was reported that the pump battery gauge displayed a charge of 100 % then the pump shut off unexpectedly. The customer plugged the pump into the charger and was able to turn the pump back on with a displayed charge of 100% that did not change over time. The customers blood glucose level was impacted above 300 mg/dl. The customer took a manual injection to stabilize blood glucose level. During troubleshooting with tandem technical support, the pump history showed multiple low power alarms and that the battery was charged to 100 % then dropped to 0% within 3 days. It was indicated that the customer would continue to use the pump and use manual injections if needed until the replacement pump arrives.